Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the g5 mobile application displayed an alert notification that the application was not working correctly and to uninstall and reinstall the application. No additional patient or event information is available. The complaint states the patient experienced an error alert asking to uninstall and reinstall the application. Data was returned and evaluated. The reported error alert was not confirmed via data. The root cause could not be determined.